Event description:
It was reported that during a laparoscopic sigmoid colon procedure, the trocars were leaking pneumo throughout the case. Another trocar was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4).